Manufacturer narrative:
During the return device analysis, the clip could be retracted smoothly into the clip introducer. So, it was unable to confirm the reported clip getting caught at the tip of the clip introducer. The silicone valve & distal end of the clip introducer were observed to be torn and the device was unable to maintain fluid column (leak). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and return device analysis, the cause of reported air leak during cds insertion cannot be determined. The reported retraction problem (clip introducer) associated with the clip getting caught at the tip of the clip introducer appears to be due to user technique (sliding technique used to retract the clip over the clip introducer). The cause of the observed tear (silicone valve & distal end of the clip introducer) appears to be a cascading effect of the reported retraction problem (clip introducer). The leak observed during return device analysis appears to be a cascading effect of the observed tear at the clip introducer. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional steerable guide catheter device is filed under a separate medwatch report number.

Event description:
This is filed to report a leak in the clip delivery system. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed and flail posterior leaflet. The first clip was implanted successfully. While introducing the second clip delivery system (cds) into the steerable guide catheter (sgc), air entered the sgc. After aspirating per instruction for use, air still remained. It was then decided to remove the cds, however the clip was not able to be retracted due to being caught on the clip introducer. Subsequently both the cds and sgc were removed from the patient and exchanged. Two additional clips were implanted without further complication, and the procedure was concluded with a resulting mr grade of <1. There was no clinically significant delay in the procedure and no adverse patient sequelae. The physician is unclear as to which device caused the air to enter the sgc. No additional information was provided.